Manufacturer narrative:
(B)(4) fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in taiwan reported that the expiratory limb collar of an rt380 adult dual-heated evaqua2 breathing circuit was found cracked before use. There was no reported patient harm.

Event description:
A healthcare facility in taiwan reported via a fisher & paykel (f&p) healthcare field representative that the expiratory limb collar of an rt380 adult dual-heated evaqua2 breathing circuit was found cracked before patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(4) method: the subject rt380 adult dual-heated evaqua2 breathing circuit and additional information were requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. There was no response to f&p healthcare's requests. Our evaluation is therefore based on the limited information and photograph provided, and our knowledge of the product. Results: visual inspection of the provided photograph confirmed the presence of a crack on the expiratory limb collar of the rt380 adult dual-heated evaqua2 breathing circuit. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the reported issue. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All rt380 adult ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.